Event description:
It was reported that the patient experienced a low glucose value of 59 mg/dl while using the device, with no recent food intake, no correction dosing, no new medications, and no physical activity; a supply change occurred and the user was briefly disconnected until prompted, and the event was managed with oral fast-acting carbohydrates resulting in a glucose of 97 mg/dl. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention requiring medication and characterization of the event as a serious injury or illness. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and device-related details could not be determined due to insufficient information about the medical device problem and the device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.